Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-05170, related manufacturer reference number: 2017865-2019-05176, related manufacturer reference number: 2017865-2019-05178. It was reported that the patient developed infection. The patient presented on (B)(6) 2019 for procedure. The left ventricular lead was capped and the rest of the system was explanted. The patient was stable post procedure.